Manufacturer narrative:
Concomtiant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# v386952, implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
The healthcare provider (hcp) reported a poor communication screen. There was telemetry failure with both the clinician programmer and the patient programmer. The issue began (B)(6) 2015. The patient's indication for use was urinary dysfunction/sacral nerve stimulation. No outcome and interventions were provided with this event. Further follow up is being conducted to obtain this information. If new information is received, a supplemental report will be sent.